Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient''s system controller sounded a red heart alarm and had a loss of power. The patient did not experience any adverse effects. The battery clips were replaced by the hospital and the issue resolved.

Manufacturer narrative:
The patient cable was noted to be potentially faulty after the patient's controller log file was reviewed. However, the customer was unable to identify and retrieve the patient cable. The patient cable was not returned for evaluation. The battery clips were returned and operationally checked on a mock loop system. Attempts to generate low voltage advisories, power disconnects and system controller stoppages were made. The battery clips were able to operate the mock loop system as intended. The battery clips were checked with reference batteries on a electronic load based battery test system. The battery clips did not affect battery operation. No faults were found with the battery clips. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lot number was not provided. Expiration date and device manufacture date are not available. Approximate age of device: unknown. The lot number was not provided. Information regarding the power module patient cable was requested. A system controller log file and the battery clips were returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s evaluation is completed. Placeholder.